Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06682. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Because of the phenomenon that only 180 scope images are not displayed, there is a high possibility of accidental failure of the synchronization circuit of the patient substrate. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. The referenced unit was tested, inspected, found a loose video connector latch, and confirmed that there was no image when using 180¿s series scope due to a faulty patient board. Additionally, there were deep scratches on the housing/top cover, faded front panel, and water stains at the bottom chassis. Then rest of the other functions met specifications. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center became aware while performing an inspection of a returned asset, evis exera iii video system, the unit produced no image when used with olympus 180 series scopes. There was no report of any problems associated with the device and no patient injury or harm was reported to olympus.